Manufacturer narrative:
The completed questionnaire was received and reviewed by the clinical analyst, who stated the following: ¿this is a (B)(6) male patient who was scheduled for cataract extraction with intraocular lend implant (iol) left eye (os) on (B)(6) 2017. The customer reported that ¿the patient had os inflammation 1 day post-operatively with a decrease in vision. The complaint is listed as tass/ endophthalmitis os case #2. The case lasted 12 minutes; this was the fourth case of the day. Two patients were recognized with tass, this investigation will serve as the second of two. The patient was referred to a retina specialist for an anterior chamber tap with antibiotic injections os.¿ the outcome is currently pending, additional information is unknown at the moment, and the patient confirmed to not have been hospitalized. Medical history: diabetes mellitus type ii (high blood sugar/relative lack of insulin), hypertension (high blood pressure), hyperlipidemia (abnormally high concentration of fats or lipids in the blood), hypothyroidism (lacks sufficient thyroid hormone), and chronic airway obstruction (cao). Ocular history: bilateral cataracts both eyes (ou) and primary open angle glaucoma suspect (poag) ou and dry eye syndrome (des) ou. Pre-operative exam: (B)(6) 2017 uncorrected va (unva) - 20/finger count and best corrected va: 20/30 with a refraction of -5.00 +0.75x75. Intraocular pressure (iop) 17 mmhg (millimeters of mercury) using the ¿goldman test¿ operative data: no retro-bulbar anesthesia was given, intracameral iodine was use, and lidocaine was not used. A temporal (clear-cornea) 2.2 mm incision was made with a single side port. Ophthalmic viscoelastics (ovd) used: viscoat/ provisc. Ovd removed via irrigation/aspiration (I/a). Balanced salt solution (bss) was also used during the case. A centurion unit with handpiece, and platinum cartridge were used with the reuse of any tubing. The intraocular lens (iol) used was an abbott 2cb00 14.5, implanted into the capsular bag. Post-operative data: unva: 20/150, bcva: not completed, iop: 19 mmhg (goldman), corneal edema was noticed with 4+ cells. This prompted cultures of aqueous and vitreous to be taken. The patient was then referred to the retina specialist. Sterilization: validation done daily (via spore tester), midmarc autoclave used: 270 degrees @ 27.1 psi for 4 minutes, using gravity and unwrapped. Sklar ultrasonic cleaners are used with the cannula¿s, these are cleaned daily with this solution and changed daily. Instruments are cleaned daily to remove residue with soft brush or wipe. The customer has listed betadine as the surgical asepsis. The tips and sleeves are removed before being sterilized and 120 cc¿s are run through them after each case. The instruments sit only for about 5 minutes before being processed. There are no single-used items that are reused. Common causes, by peck et al, most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, I/a handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ovd and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to bss against dfu, improper use of prep solutions, detergents and cleaners, failure to follow manufacturers dfu, including no air flush, use of unapproved enzymatics, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatics. Toxic anterior segment syndrome is a sterile inflammatory reaction of unknown incidence that can occur after anterior segment surgery. The most common finding is diffuse limbus to limbus corneal edema. Treatment with intense topical steroids will eventually lead to resolution of the inflammation. Various entities have been shown to cause tass. These include but are not limited to; endotoxin, denatured ovd¿s, preservatives such as benzalkonium chloride, bisulfites, heavy metal residue, fine matter particulates, and substances introduced into the anterior chamber that are at an incompatible ph or concentration to the endothelium. Residue of materials used in the cleaning and sterilization of ophthalmic surgical instruments are an increasingly important source of tass. There are many cleaning procedures associated with tass, and found in a study by the tass task force; the most notable being inadequate flushing of the phaco and I/a handpieces after surgery, secondary to that is use of enzymatic cleaners and detergents, use of re-usable cannulas, and inadequate or no manual cleaning of instruments. The task force also found that more than 60% of facilities use less than the recommended 120 cc per port to irrigate hand pieces. Lastly, medications containing preservatives given intracamerally or added to bss infusion bottles were listed as another potential source of this inflammation. If antibiotics agents are improperly mixed, the concentration may be too high, or the ph incorrect, both of which can prove toxic to the anterior chamber tissues. In a study conducted by the tass task force it was discovered that residue composed of trace amounts of copper and zinc ions were found on sterilized instruments. The chrome covering the cannulas may have worn away or the solder joints decomposed, resulting in leaching and oxidation of the underlying exposed brass metal. After sterilization, copper and zinc deposits remained in lumens of cannulas and found to have been flushed into the eye during surgery. Poor plumbing can contaminate the autoclave water, which can in turn contaminate hand pieces or other instruments that are put in it. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the handpiece contributed to the reported event. The handpiece is a reusable device that must be reprocessed per the products dfu.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on september 6, 2016. Based on qa assessment, the product met specifications at the time of release. A minimum single normal level l inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component bags are reviewed by qa before release to production. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Since no lot code has been provided, it is impossible to ascertain which filler filled this bag. . The bags are 100% inspected bags for moisture, particulate, leaking ports or any other visible nonconformance that may have resulted from the sterilization cycle. The bags then convey to the wrapping machine for overwrapping. Following overwrap, the bags are 100% inspected for moisture, leaks, part number, lot code, expiration and seal integrity of the overwrap. The 'lot specific evaluation' is not possible without the lot code being reported. Customer product use and handing could also, not be confirmed root cause: root cause for the complaint condition could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens implant procedure the patient presented with inflammation and decreased vision in the left eye. The patient was referred to a retina specialist for treatment. An aqueous tap was performed and intravitreal injection of antibiotics and anti-inflammatory medications was administered. Patient's current condition is unknown at this time. This is one of several reports for this facility.